Event description:
Customer (bb supervisor) reporting 2 pts confirmed to have an anti-e failed to react with e+ donors to the 0.8% resolve panel a lot# vra114. The customer indicated samples were tested with an immucor screening cell and in the mts gel cards with a 15 minute incubation. Both samples showed a 1+ reaction with the immucor screening cell (e+). The customer stated they do not qc their 0.8% resolve panels from ocd. No erroneous results were reported. No death or serious injury was associated with this incident.